Event description:
Song j, li p, tian y, et al. One-stage treatment in a hybrid operation room to cure brain arteriovenous malformation: a single-center experience. World neurosurgery. 2021;147:e85-e97. Doi:10.1016/j.wneu.2020.11.123 medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to report the principles and techniques of using a hybrid operation room in the treatment of brain arteriovenous malformation (bavm). There were 54 patients included in the study. Thirty-one patients accepted resection without intraoperative embolization, 18 were treated with combined embolization and resection, and 5 were cured with intraoperative embolization and resection was cancelled. Thirty-two male and 22 female patients were enrolled with a mean age of 32.6 years. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted:  - among the 23 patients who accepted embolization, only 1 had intraoperative bleeding resulting from aneurysm rupture, which was im mediately treated with coiling.  - of the 2 patients who accepted additional preoperative embolization, 1 experienced a severe generalized seizure and needed emergency intubation and sedation. One week after stabilization of seizures, they accepted intraoperative embolization and nidus resection.  - one major postoperative complication occurred with a patient in the hybrid embolization + resection group. This required a second operation due to sudden intracranial hemorrhage that occurred during treatment of subcutaneous hydrops.  - there were 3 patients that had been treated with onyx for low-grade bavm who had a recurrence (2 embolization only, 1 was hybrid). The patient in the hybrid embolization + resection group needed further resection because of residue found on repeat intraoperative dsa.

Manufacturer narrative:
G2: citation: authors: song, j., li, p., tian, y., an, q., liu, y., yang, z., chen, l., quan, k., gu, y., ni, w., zhu, w., <(>&<)> mao, y.. One-stage treatment in a hybrid operation room to cure brain arteriovenous malformation: a single-center experience. World n eurosurgery 147:e85-e97 2021. Doi:10.1016/j.wneu.2020.11.123 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.